Manufacturer narrative:
(B)(6). Fisher and paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject mr290v vented autofeed humidification chamber as part of the rt266 infant dual-heated evaqua2 breathing circuit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber provided with an rt266 infant dual-heated evaqua2 breathing circuit was leaking water. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Method: the subject mr290v vented autofeed humidification chamber provided as part of the rt266 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v humidification chamber confirmed the presence of a crack along the base of the chamber. A leak test was performed and confirmed that the subject mr290v humidification chamber did not pass. Chemical analysis of the returned device was also performed and identified dried white residue on top of the chamber dome, and on the chamber flange. Conclusion: the reported water leakage was confirmed to be due to a crack on the chamber dome. Based on our investigation, the crack is likely to have been caused by exposure to incompatible chemicals, resulting in the formation of environmental stress cracking of the chamber dome. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber provided with an rt266 infant dual-heated evaqua2 breathing circuit was leaking water. There were no reported patient consequences.